Event description:
It was reported via repair work order that the brakes would not hold due to a worn brake cam. It was reported that the side rail could become unlatched during use due to a missing compression spring. It was also reported that the jack was stuck due to an obstructed litter cover. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the brakes would not hold due to a worn brake cam. It was reported that the side rail could become unlatched during use due to a missing compression spring. It was also reported that the jack was stuck due to an obstructed litter cover. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Upon completion of the manufacturer's investigation it was determined that the issue of the jack being stuck due to an obstructed litter cover was reported in error. There was no issue with the jack reported for this particular complaint.